Manufacturer narrative:
The reported issue was confirmed. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch assy with broken sear for alarms for no apparent reason. Replaced cracked rear case and replaced damaged door assy. Replaced upper pressure sensor for check IV error. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the kit lvp latch assy 8100 a. A review of the device history record showed the device had a manufacture date of 13 may 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed for no apparent reason. A channel error was displayed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received alarm for no apparent reason. A channel error was displayed. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device received alarm for no apparent reason. A channel error was displayed. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.